Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). On the day of event, the customer ran quality controls (qc), and some resulted low out of range. The customer replaced the sensor and reran qc, which were within range. The sample was repeated the next day and the results were normal. The customer repeated other samples, which resulted without change. Only the sample in question was impacted. It was discovered that the expiration on the sensor was on (B)(6) 2016, and the customer did not realize it was expired. The sensor that the customer replaced, had the same lot number as the expired sensor. The customer stated they will place an alternate lot sensor. A siemens headquarters support center (hsc) reviewed the instrument data files and concluded that the event was related to a sample issue. Hsc discovered that the sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The customer used swinging bucket centrifuge which is not recommended by the tube manufacturer. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The cause of the discordant, falsely depressed na, k and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on one emergency room (ER) patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. On the next day , the customer repeated the sample on the same instrument five times, after troubleshooting, all resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.